Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: customer occupation = unknown this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the patient experienced uterine atony following delivery and lost approximately 760ml of blood. The user tested a 'bakri tamponade balloon catheter' prior to placement and found that there was a pinhole leak in the balloon material. The user completed the procedure with a new device. It was reported that there was no additional blood loss after the device issue; total estimated blood loss was approximately 760ml. No blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the patient experienced uterine atony following delivery and lost approximately 760ml of blood. The user tested a 'bakri tamponade balloon catheter' prior to placement and found that there was a pinhole leak in the balloon material. The user completed the procedure with a new device. It was reported that there was no additional blood loss after the device issue; total estimated blood loss was approximately 760ml. No blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. One device was returned for evaluation. A function leak test was performed and leakage was observed. Examination of the leak site noted a pin hole in the balloon material. The returned device appeared to be damaged by another device of unknown origin. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. A trackwise search revealed no other complaints associated with the device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded a cause could not be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.